Event description:
It was reported that the tip of the bur was broken. There was no impact to patient.

Manufacturer narrative:
(B)(4). The device has been returned to the manufacturer and product evaluation is currently underway. Result: results pending completion of evaluation. Conclusion: conclusion not yet available, evaluation in progress. Method: no testing methods performed. No medwatch 3500a form was received from the reporter. Any missing or incomplete data on this form 3500a is the result of information not being provided or released by the reporter. We are unable to determine the definitive cause of the reported event. This product was being used for treatment not diagnosis.

Manufacturer narrative:
Product analysis was completed. Upon observation, the inner tube was found removed from the outer tube. The outer and inner spiral wraps were found completely broken off from the remainder of the device close to proximal end. The bur tip was found intact on the broken outer spiral wrap and appeared free of damage. Some broken portion of the inner spiral wrap was found intact to the burr tip. The breakage point appeared to have occurred at the curvature of the device. The hub of the tube was found free of damage. The outer tube was observed under magnification and the inside of the rim of the outer tube exhibited thinning of side wall. This is indicative of long run time with the bur in contact with the rim of the outer tube likely due to an excessive force applied due to customer maneuvering of the device during use leading to an inadvertent breakage of the spiral wrap along with the bur tip close to the curvature point.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.